Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2018. Explanted date: (B)(6) 2018.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure. The explanted ipg will not be returned. No further information could be obtained.